Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose remained elevated (600 mg/dl) with moderate ketones. Customer was unsure of the cause. Reportedly, customer's healthcare provider identified ketone level as dangerous/life threatening. Customer administered manual injections to address elevated blood glucose levels.